Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 7 cm abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unk. It was reported that the aneurysm diameter had decreased to 6 cm after the implant procedure. It was also reported that the pt had been previously lost to follow-up but had returned for an evaluation in 2003. During this evaluation, it was noted that the aneurysm diameter had increased to 8 cm, the device had migrated distally and posteriorly 3-4 cm, and a type I endoleak was noted. Two aortic cuffs were implanted to ensure an adequate seal. No clinical sequelae were reported, and the pt is reported to be fine.